Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The caller reported the patient has not charged her implant since pre-covid 2018-2019. Caller reported her tablet and controller was not able to communicate with patient's implant. Reviewed physician recharge mode. No symptoms were reported. Additional information was received from rep; the device was able to be interrogated after two por sessions. Impedances were obtained and were normal. Device then showed no ability to be interrogated thereafter. Md aware patient being scheduled for battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.